Event description:
The mechanism that allows the tip to move broke off. The surgical time was not extended because of this event. We have not had one of these devices fail in a similar way in the recent past. The manufacturer has not requested return of the device at this time, and we are still in retention of the device.